Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was discovered that the ac outlets in the equipment storage area where the imaging system was stored were inoperable, causing the mvs batteries to drain. The imaging system was moved, and plugged in to a known good outlet, and left to charge over the weekend. Upon testing with fully charged batteries, the system performed to expectations and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) would not power on. This issue occurred in the equipment storage room when the site went to turn the system on outside of surgery. There was no patient involved.